Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had an unexpected over delivery. Blood glucose value was 68 mg/dl at the time of the incident and received medical attention on (B)(6) 2018. The customer was treated with an insulin cream. Troubleshooting was performed. The device will be replaced and returned.